Event description:
Pt set the cycler up with two 5 liter bags and started the ccpd treatment. Drain 0=901ml with uf 900 ml. In fill 1, pt stated she had pain, was crying, and hurting. Fill 1=1498 ml completed after 53 minutes. At this time, the 5 liter heater bag was about half gone. Drain 1=3094 ml. Pt continued the treatment into fill 2 and pt had pain again. Tech support was called and was advised to do a stat drain. Per treatment data, the pt had a partial fill 2=1143 ml (prescribed 1500ml) and the stat drain 2=3948ml. After the second fill the heater bag was empty. The treatment was stopped and pt continued the treatment manually during the day. Pt's symptoms were resolved upon draining, no medical interventions, or hospitalizations.

Manufacturer narrative:
A medical records review was performed on the pt's treatment data sheets and medical records provided. A large intra-peritoneal volume drained in drain 1 and drain 2. There was no adverse effects associated with this drain volume. The device is currently undergoing an eval.